Manufacturer narrative:
The occurrence rate for this type of event is rare. Although the needles were not returned for testing, the most likely cause of a needle forming small iceball is due to a blockage, which could be temporary in nature. The most likely and problematic risk to a pt from a blocked needle is the potential for under-treatment. If a cancer is undertreated the pt would be at a higher risk of lock recurrence of the cancer. To prevent this event from happening, galil medical has the following mitigations in place: galil¿s product labeling instructs users to perform the needle integrity and functionality test prior to a procedure. During the test, users are instructed to inspect for the proper creation of an iceball during the freeze phase of the test, and should be able to easily identify a blocked needle before using it. Galil¿s product labeling, including the system user manual and the cryoablation needles¿ IFU, states: "continuously monitor the cryoablation procedure using imaging guidance such as direct visualization, ultrasound, computertomography (CT), or (when using MRI-compatible needles only) magnetic resonance (mr)". The needle IFU also includes instructions to check for needle damage prior to use. Specifically, bending or kinking which could limit argon flow and cause the product to not form the expected amount of ice. In this case, the correct pre-procedure testing was conducted and imaging was used, however, it was felt the pt should be retreated to ensure ablation of the cancer and was successfully retreated. It should be noted that cryotherapy can be performed multiple times without complications; therefore the risk of undertreatment becoming a "serious risk" for this pt is minimized.

Event description:
It was reported during a liver cryoablation procedure, a very small iceball was viewed on the CT. To complete the procedure, the input gas pressure on the system was strengthened. To ensure adequate ablation of the cancer, the pt was successfully retreated 26 days following the initial procedure using another galil cryoablation system and new needles.